Event description:
It was reported that the tip of the wire broke off. A 330cm rotawire and wireclip torquer was selected for use. During preparation, it was noted that the wire broke off. The doctor believed that the device was broken already inside the shipping tube. The procedure was completed with another of the same device. There were no patient complications.